Event description:
The event description was provided to ostial via email by their sales representative, along with user facility report MDR # (B)(4) from the FDA. The description stated that during a complex intervention, attempts were made to advance an ostial flash balloon into the coronary artery for angioplasty. The balloon would not advance all the way through the guide and had to be removed. The flash device was promptly removed from service, and there was no harm to the patient. The user facility report MDR # (B)(4) indicated a device malfunction.

Manufacturer narrative:
Based on the details of the case provided by the local sales representative and the hospital staff, there is no indication that the flash ostial system device did not perform as intended. The likely root causes for this complaint are related to patient anatomy and potentially inadequate support from accessory devices (guide catheter and guidewire). In addition to the case details, ostial corporation reviewed the manufacturing documentation and lot release testing associated with the flash ostial system device lot that is suspected to have been used in this procedure. No issues were noted that would have contributed to the reported incident. Additionally, the flash device was not used and removed without incident from the patient.

Manufacturer narrative:
This is the first follow-up report to the initial report#: 3008700817-2025-00001. The related medical device report (MDR) number: (B)(4) was included in the corresponding block h10, related report number field.